Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, an inflation was performed an attempt to increase the pressure to 12atm. However, the balloon ruptured at 8atm. The procedure was completed with another of same device. No patient complications were reported.